Event description:
Primary procedure, right knee. It was reported that the locking wire for the insert was loose when in its packaging. When the insert was removed, the wire fell off. Rep had stepped out of or when the implant was removed from its packaging, but returned to the or right after, and witnessed the dissociated wire. A second implant was used to complete the procedure successfully. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
N event regarding disassociation involving a triathlon insert was reported. The event was confirmed. Method & results: product evaluation and results: the device was not returned for inspection; however, a photograph was provided for review. The photograph show insert with a disassociated locking wire. Blood and damage on the devices indicates that there was an implantation attempt. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the locking wire for the insert was loose when in its packaging. When the insert was removed, the wire fell off. The device was not returned for inspection; however, a photograph was provided for review. The photograph show insert with a disassociated locking wire. Blood and damage on the devices indicates that there was an implantation attempt. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.